Manufacturer narrative:
Examination was not possible, as the product was not returned. A two-year complaint database search finds no trend for failure of any type against the provided product code. The investigation could not verify or identify any evidence of product contribution to the reported problem with the information available. Based on the investigation, the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Calcar reamer caught soft tissue and torqued the femur causing a lateral fracture into the greater trochanter.